Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the cephalic vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another new device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the cephalic vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another new device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 90% stenosed, non-tortuous and severely calcified.

Manufacturer narrative:
Updated b5: describe event or problem.